Event description:
Received information stating patient experiencing high bg's (300s) and had to use manual injections.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.